Event description:
A rod, implanted at l4-l5, l5-s1, in 2006, was noted to have migrated cephalad on x-ray taken. Prior x-ray showed the rod in good position with some healing. All hardware currently remains in the pt. During revision procedure, screws were removed and replaced with new ones and the rod was placed back into the pt.